Manufacturer narrative:
(B)(4). The analysis results confirmed that the lx107 device was returned non functional as the jaws were misaligned; therefore, the clips could not be loaded into the jaws. No conclusion could be reached as to what may have caused the found condition of the jaws. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history records were reviewed and certed by external manufacturing that the manufacturing criteria was met prior to the release of the equipment.

Manufacturer narrative:
(B)(4) date sent: 3/4/2016 information asked for but unknown or not provided during initial contact. Information unavailable. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # unk. Additional information was requested and the following was obtained: did the clip fall off the artery? Or was the clip pulled off the artery? The staples were malformed with crossed legs. Some of the staples dropped, others remained in the artery and some pierced the artery causing bleeding. Was there any damage to the artery? Yes. If yes: please explain the damage? The artery was pierced by the tip of the cross staple causing bleeding, it caused delay in the procedure and the surgeon repaired the place with prolene suture. How was the artery repaired? With prolene suture. Also, occurred a thrombosis in the mammary artery due to drilling and repair, causing loss of this graft. It was necessary to use the saphenous vein to the revascularization of myocardium. Was the intra-op or post-op care changed for the patient? No.

Event description:
It was reported that during a revascularization of myocardium - cardiac surgery in dissection of the mammary artery procedure, the jaw of the device was misaligned. The device arrived misaligned in the operating room. It formed cross staples and detached from the artery. Another like device was used to complete the procedure. There were no adverse consequences for the patient.